Event description:
Healthcare professional (hcp) reported patient was injected bilaterally in the cheeks with juvédermvista volite xc. After one week, hcp reported "complained that both cheeks were swollen". Hcp prescribed the patient allegra for a "suspected delayed adverse event". Patient took allegra internally for "about 1 week". Hcp also applied "hilloid" to the affected area. An unspecified amount of time after that the hcp "tried to prick it with a needle, pus came out" so the hcp "suspected infection". Patient was admitted to the hospital and has not been discharged at this time. Hcp states "patient is recovering". Symptoms are ongoing.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.